Event description:
It was reported that a patient with an interstim ii device had an infection at the stimulator site. After a lead revision, the patient went to an ER and the swelling doubled in size within 1 hour of waiting. The hcp confirmed that the patient did have swelling and cellulitis at the device pocket site.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v088840, implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional and consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported patient had an infection and within an hour after implant swelling had nearly doubled in size. Patient had revision due to leads not connected or working properly and was admitted to the hospital. It was later mentioned that patient did not have an infection and only had swelling, but had cellulitis overlying the pocket two weeks after implant and had a revision; however, the patient stated they had an infection in their hip 7 days prior to explant, and then further mentioned they were hospitalized for 7 days. Patient stated they had been hospitalized 11 times in different states and that they could not stand up. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.